Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the benchmark include hematoma, false aneurysm formation, dissection, perforation, or occlusion are included in the labeling. Therefore, it was determined that the reported hematoma was an anticipated complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2020-01956, 3005168196-2020-01957, 3005168196-2020-01959, 3005168196-2020-01960, 3005168196-2020-01961, 3005168196-2020-01962.

Event description:
During its post-market surveillance activities on (B)(6) 2020, penumbra inc. Became aware of a journal article titled, ¿transition to transradial access for mechanical thrombectomy-lessons learned and comparison to transfemoral access in a single-center case series¿ (munich et al. 2020). This article reports a single-center retrospective analysis of one hundred and twenty-nine patients who underwent middle meningeal artery (mma) thrombectomy procedures between january 2018 and january 2019 in a trans-femoral approach (tfa). Use of the benchmark 6f 071 delivery catheter (benchmark) in the tfa group was unspecified and unclear. It was reported that among all patients in the tfa group, seven experienced access-site complications including two groin hematomas requiring blood transfusion, one pseudoaneurysm requiring thrombin injection, one femoral artery preformation, two femoral artery dissections, and one femoral artery occlusion. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.